Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion was located in the left anterior descending artery. A 5.0x32mm veriflex stent was advanced to treat the target lesion, but was unable to cross the lesion. Upon removal of the device stent damage was noted. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.